Manufacturer narrative:
(B)(4).

Event description:
Customer reported the patient self-extubated due to device not sticking to patient. It was reported the patient was re-intubated and "doing fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. The manufacturer reports that the supplier (power choice) had "carried out the static test (sampling check) as per the astm 2726 for each lot that produced. There is no lots rejected in-house due to the same issue as reported by complainant. However both teleflex and power choice are well aware of issues reported and as proactive action, currently research and development group from teleflex morrisville, USA is working with the supplier on the improvement for the cheek pad."

Event description:
Customer reported the patient self-extubated due to device not sticking to patient. It was reported the patient was re-intubated and "doing fine".